Event description:
Respiratory therapists at hosp found an erratic reading for the upper pressure limit. The bar graph indicator fluctuates up and down-sometimes stopping ventilation on pt. There was no injury to the pt. Internal #v97105